Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed "pacer fault 125", "pacer fault 122", "pacer fault 123" and pacer fault 126" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunctions of "pacer fault 122", "pacer fault 123" and "pacer fault 126" were observed during review of the device activity logs. The reported malfunction of "pacer fault 125" was not replicated or confirmed. The logs showed no evidence of the customer's report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.